Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted photographs confirmed damage to the driveline outer jacket; however, a specific cause for this damage could not be conclusively determined through this evaluation. The submitted photos showed superficial damage to the distal end bend relief approximately 3 centimeters from the controller connector. The damage did not appear to appear to affect any of the underlying layers of the driveline and no wires were exposed. The patient¿s log file from the time of the reported event was submitted for review which captured the device functioning as intended at the set speed for the duration of the file. No unusual events were captured. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product available for investigation. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii lvas instructions for use (IFU) is currently available. Section 6, ¿patient care and management¿, discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 8, ¿equipment storage and care¿, also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook is also currently available. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. This section also outlines proper driveline maintenance. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the percutaneous cable was broken 3 cm from the connector of the percutaneous cable. Rescue tape was applied. There were no alarms recorded. The patient was stable at home.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.